Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 48 mg/dl (aviva) and 282 mg/dl (paramedic meter). Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.